Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The analyst noted that the device reached rrt on (B)(6) 2015. (B)(4).

Event description:
It was reported that the device reached recommended replacement time (rrt), and the device did not last as long as the physician expected. It was suspected that due to the patient's condition of permanent atrial fibrillation (af), the battery could have drained due to af monitoring. The device was explanted and replaced. No patient complications have been reported as a result of this event.